Event description:
It was reported the device intermittent auto-test failed. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. The asp re-did the self-check and the device returned to normal. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The operational checks passed. The device remains at the customer site. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.